Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass fiber appears depressed at the output area; the metal cap exhibits severe charred detritus buildup; the metal cap adhesion location exhibits burnt glue; this is indicative of melting of glue at the metal to glass cap adhesion location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 50,000 joules while using the surgical fiber during a prostate procedure, the fiber malfunctioned. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.